Manufacturer narrative:
The device was not returned for evaluation. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The complaint was not confirmed. An investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regulatory affairs senior specialist reported on behalf of the customer that a c7000p cusa clarity console- pool unit was used during the case. At approximately 10:03am, there was no ablation from the handpiece but the suction and irrigation was working fine. The amplitude did not light up with foot on the pedal. The tip test was completed four times and failed four times. Tip test passed and was able to continue after the machine was rebooted. Then at 10:09am, the same problem occurred and the tip test failed. The machine was rebooted a second time and the handpiece functioned just fine and began working as expected. The case was completed without further incident for approximately another 45 minutes. The surgery delay did not have any impact to the patient. No injury was reported. Additional information has been requested.